Event description:
The consumer was being transported by wheelchair to another part of the hosp when they sat down and allegedly had their finger in between the seat rail and sector block, allegedly resulting in an amputated right finger at the first joint.